Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that customer had an emergency room visit on (B)(6) 2016 with blood glucose of 600 mg/dl and 900 mg/dl. Customer had symptom of vomiting. Customer's emergency room visit was due to high blood glucose. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of emergency room visit. Customer was disconnected from insulin pump and was awaiting doctor's directive on reconnecting insulin pump.